Event description:
The pump was returned for investigation. Evaluation revealed the pump booted to the verify screen with dim pink contrast and a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed a battery compartment crack and scratched on the display lens. The pump booted to a dim red color. The keypad is peeling from the bottom of the keypad and torn between the up and ok buttons. All buttons responded appropriately. There was no contamination found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).